Manufacturer narrative:
The device history records for this device were reviewed and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. It was reported that after reprocessing, the oer-pro device was found to have a broken scope connector inside the unit, the grey connector came apart. The cause of the event cannot be conclusively determined. Possible causes include stress to the device unit during cleaning. Design of the device or manufacturing, cannot be confirmed as factors to cause of the event. IFU(instructions for use) states: the oer-pro requires routine maintenance and inspection. In addition to checks before use, the person in charge of maintenance and administration of the medical equipment at the hospital should periodically check all of the items described in the manual. If any irregularity is observed, do not use the equipment. The equipment must be repaired prior to next use. Inspecting the connectors. Check the following for each connector. The connector should be fixed firmly .the o-rings should be free of abnormalities such as cracks,tears,or dents.

Manufacturer narrative:
The device was not returned for evaluation. As stated in b5, the reporter connected the broken grey connector and used the subject device to reprocess the scope. The reporter was informed details of the incorrect reprocessing and of using unrepaired device to reprocess the scope. The technical support engineer offered an onsite visit and repair of the device however, the reporter did not provide a definite date as to when the site repair and visit can be done. To date, there was no other issue reported and no patient impact or harm was reported. If additional information becomes available this report will be supplemented accordingly. As stated on the IFU and as a preventive measure, the user manual states : the oer-pro requires routine maintenance and inspection. In addition to checks before use, the person in charge of maintenance and administration of the medical equipment at the hospital should periodically check all of the items described in the manual. If any irregularity is observed, do not use the equipment. Do not disassemble, modify or attempt to repair this equipment and its accessories. Doing so could result in operator or patient injury and/or equipment damage or malfunction. Some problems that appear to be malfunctions may be corrected by referring to chapter 8, ¿troubleshooting and repair¿. If the problem cannot be resolved using the information in chapter 8, ¿troubleshooting and repair¿, contact olympus.

Event description:
It was reported that after reprocessing, the oer-pro device was found to have a broken scope connector inside the unit. According to the reporter, the grey connector came apart but he was able to screw it back together. According to the reporter, one of their scopes was reprocessed on the device with the broken connector. The reporter stated that the scope was reprocessed however, it was not used on the patient. The reporter was advised by the technical support engineer that a broken connector may not be able to reprocess a scope correctly because the fluid doesn¿t have the proper flow and pressure. According to the reporter, the subject scope was not used on a patient and that he understood what was explained to him. There was no patient involvement on this report. No user impact or injury was reported.